Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, patient was implanted with a spectra concealable penis prosthesis device. On (B)(6) 2011, the entire spectra device was replaced with an inflatable penile prosthesis device, reason not indicated. No additional information has been provided at this time.